Event description:
It was reported the device was used during an unknown procedure. It was reported the hp052 will not work, another handpiece was used with the same blade and generator and worked fine. The case was completed with another handpiece. There was no consequence to the pt.